Manufacturer narrative:
The rate seen (40 worldwide reportable incidents out of estimated 224,000+ procedures performed to date) is approximately 0.017% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Approximately two weeks post miradry treatment ((B)(6) 2020), patient complained of sharp pain, redness, and swelling in the treated area by phone call. By (B)(6), infection symptoms were confirmed at the clinic, between (B)(6) the patient was prescribed an antibiotics drip, applied antibiotic ointment, had skin incision for drainage, and was prescribed antibiotic medication. On (B)(6) 2020, patient underwent another examination which confirmed effusion and redness, patient underwent testing for diabetes which was negative. The physician diagnosed the patient with suspected hidradenitis suppurativa. On (B)(6) 2020 the patient reached out to the clinic as symptoms had not resolved. The distributor was contacted and it was recommended to the doctor to make the patient visit a plastic surgery department at a general hospital again.